Event description:
Healthcare professional reported, right side "probable" intracapsular rupture. With "ultrasound found fluid". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified tear. The shell thickness was within specification. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side "probable" intracapsular rupture with "ultrasound found fluid". The device has been explanted.